Manufacturer narrative:
Complaint (B)(4). Received 1rk and 38pcs of 454334/b25023c3 for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
Customer reported tubes underfilled and resulted in specimens rejected, recollected due to the short draws. Customer provided photo, advised specimens filled with straight needle, tubes held in place for complete vacuum draw per IFU procedure.

Manufacturer narrative:
Complaint (B)(4) samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.